Manufacturer narrative:
The product was not returned for analysis. The product investigation could not identify a root cause for the reported complaint. File was opened from a comment made on social media. Information was provided that a member of the social media team reached out to urge the consumer to contact a doctor about their experience, as well as, contact a member of the company medical safety team. No further information has been provided. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that she still needs glasses following bilateral lens implantation procedures. She indicated that she has had to have a film removed from her eye. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.